Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
The associated device was removed due to high dft measurements. All other testing with the device was normal. There was no abnormal function observed from the device. At the physician's discretion a system revision was performed. The can along with this rv lead were removed and a dual coil df-1 system was implanted along with an ICD lead placed in the azogus vein. This device remains in the possession of the hospital. A formal request was submitted to retrieve the device so it can be sent in for analysis.